Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to verify for motor noise anomaly, keypad anomaly, watchdog timeout alarm or unexpected restart alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.